Event description:
The complainant reported that a patient was implanted with an impella cp pump for mechanical circulatory support. Following implant, it was noted that the groin site was bleeding heavily. Femstop was placed to control the bleeding and three units of packed red blood cells were transfused to counteract the blood loss. The complication was noted to have not been fully successfully managed with the provided intervention. The patient expired the following day. Medical safety review of the event noted there is not enough evidence to exclude the impella device as an associated factor in the patient's passing.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.